Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "f-38" alarm was confirmed during device evaluation. The root cause was due to the force sensing resistors (fsrs) not being connected correctly. The fsrs were reconnected to resolve the issue.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
Baxter (B)(4) reported a flogard infusion pump with a f-38 alarm. It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The force sensing resistors (fsrs) contact were disconnected which resulted in the batteries being depleted. The fsrs were cleaned and reconnected to resolve the reported condition.